Event description:
It was reported that during implant procedure, physician couldn't extend the helix completely after thirty turns. This lead also dislodged so the physician cut the suture that fix the lead in the cephalic vein and replaced it. However, no capture was found. Next, this lead was changed by another lead and the surgery was successfully completed. After surgery, the sales representative observed the lead extracted and the insulation appeared to have a cut, likely at suture cephalic vein point. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.